Manufacturer narrative:
The button error alarm and no button response were due to corroded keypad traces. The failed battery test was unable to be verified due to button and or keypad anomaly. There was no frozen screen noted. The pump was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was over 500mg/dl. The customer states they were trying to administer bolus to correct the high levels, when they received battery error. The customer states they replaced battery and received button error alarm and the device is no longer responsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.